Event description:
Emed/navica is selling 6-packs of covid-19 tests and are not disclosing to consumers that the 6 pack cannot be shared by family members, but must be used by only 1 family member. Their website has no disclosure of this, and when I tried to get my daughter and I tested to return to the us, they refused to allow her to use the test and are trying to force me to buy another 6- pack. This company is engaged in deceptive business practices and needs to be stopped. They will not refund me my money.